Event description:
The physician was unable to deploy the first stent at the target aneurysm due to the very tortuous anatomy and the delivery system was removed from the patient. The physician was able to deploy a second stent successfully. Final angiography demonstrated a small dissection of the "media distal to the target region" that resulted in a "subarachnoid bleeding". Due to the bleeding, the patient was taken for surgery to treat the bleeding. The patient tolerated the surgery well and has been discharged to a rehabilitation center, no other information about the patient's condition was reported. The physician believed that the bleeding was probably occurred during the manipulation of the first stent delivery system in an attempt to delivery the stent. The physician stated "the bleeding was very small and easy to oversee."

Event description:
The physician was unable to deploy the first stent at the target aneurysm due to the very tortuous anatomy and the delivery system was removed from the patient. The physician was able to deploy a second stent successfully. Final angiography demonstrated a small dissection of the "media distal to the target region" that resulted in a "subarachnoid bleeding". Due to the bleeding, the patient was taken for surgery to treat the bleeding. The patient tolerated the surgery well and has been discharged to a rehabilitation center, no other information about the patient's condition was reported. The physician believed that the bleeding was probably occurred during the manipulation of the first stent delivery system in an attempt to delivery the stent. The physician stated "the bleeding was very small and easy to oversee."

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not returned for evaluation. From the information provided and the investigation there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported hemorrhage. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.